Manufacturer narrative:
A review of complaint history, documentation, instructions for use, manufacturing instructions, quality control, and trends was conducted during this investigation. This complaint is in reference to results from the catch trial which showed an increased trend in thrombosis failure mode when using spectrum coated cvcs. The lot number for this complaint device is unknown. Consequently, the work order record or its related non-conformances could not be evaluated. Additionally, it could not be determined if additional complaints from the same lot have been reported. Complaint sample evaluation was not performed since no product or imaging was returned to assist with this investigation. Failures of this type are documented in the product risk assessment. The document also assesses the severity associated with each failure mode, causes and effects of the failure, current risk controls in place, and the detection level of a particular failure. Current risk controls include lumen/side port design to provide sufficient flow rates, biocompatibility testing of materials, and 100% qc verification of lumen patency. In addition, each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. The IFU recommends, ¿preliminary reports indicate that catheter size can influence clotting; larger diameter catheters tend to promote clots¿the catheter size should be as small as the use will allow.¿ the IFU also goes over standard flushing procedure and filling of lumens with heparinized saline solution to prevent clotting or embolus prior to catheter insertion. Additionally, bio-burden levels within manufacturing facilities are monitored as a part of the quality system to ensure that they are consistently in an acceptable range. Biocompatibility testing for prolonged duration was performed on spectrum and spectrum glide central venous catheter sets and included hemolysis testing, which was passed. Also, if a catheter is in a small vein and the side hole is against the vessel wall you may not be able to flush, this doesn¿t mean there is a thrombosis, but based on the catch definition if this occurred twice it would have been registered as a thrombosis. Based on the available information it is not clear if the leading cause to this event might be associated with the patient condition, the medical procedure or a malfunction of the device. Without visual, dimensional, or functional testing of the involved components or additional information, we are unable to determine with certainty what led to this failure mode. Per the quality engineering risk assessment no further action is required. We will notify the appropriate personnel and continue to monitor for similar complaints.

Manufacturer narrative:
Brand name: cook spectrum minocycline/rifampin impregnated double lumen central venous catheter set. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The reporter stated, ¿the catch trial results showed a trend towards increased thrombosis but it did not reach significance. We are auditing this currently in our picu. The team has the impression that there seems to have been an increased incidence of the cvc lines blocking with difficulty sampling back or flushing the line.¿ it was stated that this has happened in multiple children with varied insertion sites. No further details were provided by the reporter.